Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported an over infusion event involving vasopressin 40 units in 40ml normal saline. It was stated that the rn spiked the vasopressin bag, went the process of priming the line with the pump and then attached the IV tubing to the patient. The infusion rate was set at 1.8ml/hr. And the rn confirmed the rate on the pump. The pump screen had a message that stated "check IV line". The rn then began checking the line from the patient, by the time she got up the line to the IV tubing chamber. The rn noticed dripping and that the medication bag had infused all (40 ml) of vasopressin. Prior to the event, the patient's systolic blood pressure was in the 80's mmhg. After the event, the systolic blood pressure went up to 110's mmhg. Per customer, there were no adverse events as of the time of the event and no additional interventions provided other than continued monitoring. Patient was closely monitored since the patient was in already in intensive care unit. A photo of the involved pump module was provided, which shows that the platen was missing. Per customer the device part was "dismembered".

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion event involving vasopressin 40 units in 40ml normal saline. It was stated that the rn spiked the vasopressin bag, went the process of priming the line with the pump and then attached the IV tubing to the patient. The infusion rate was set at 1.8ml/hr. And the rn confirmed the rate on the pump. The pump screen had a message that stated "check IV line". The rn then began checking the line from the patient, by the time she got up the line to the IV tubing chamber. The rn noticed dripping and that the medication bag had infused all (40 ml) of vasopressin. Prior to the event, the patient's systolic blood pressure was in the 80's mmhg. After the event, the systolic blood pressure went up to 110's mmhg. Per customer, there were no adverse events as of the time of the event and no additional interventions provided other than continued monitoring. Patient was closely monitored since the patient was in already in intensive care unit. A photo of the involved pump module was provided, which shows that the platen was missing. Per customer the device part was "dismembered".